Event description:
It was reported the patient presented prior to a procedure. During interrogation, it was discovered the atrial lead was oversensing noise triggering inappropriate auto mode switches. The atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.